Event description:
Hamilton medical ag received the following incident description from the biomedical: it was reported by the respiratory therapist that the ventilator was functioning "abnormally" and then displayed tf: 9433. Patient moved to a different ventilator, no harm to patient, patient was bagged between ventilators.

Manufacturer narrative:
Tf9433 indicates that interaction panel loud speaker signal is always active (low level over 10minutes not reached). The logfile has been analyzed and no further technical / fatal faults could be detected. The biomedical was advised to perform a complete service check of the device.